Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the self test. No alarms during testing. However, a display history failed on start up alarm found in the alarm history file due to corrupted history file. Insulin pump passed the unexpected restart error test. No unexpected alarm noted. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
Customer reported she was experiencing high blood glucose for two days. Most current blood glucose was 495 mg/dl, treated with syringe, and it was high as 556 mg/dl. Symptoms: dehydrated, dry mouth, sluggish, and fruity breath. The drive support cap was normal. No air or leaks noted. Manual prime was performed, insulin did exit. Displayable history crc check failed on startup alarm was noted in the history file eight times and an unexpected restart alarm was also noted. High pressure test was performed and device passed. Cannula was bent and occluded. Troubleshooting for alarms was also performed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.